Manufacturer narrative:
Device evaluation of monitor has been completed.  The reported problem (unable to complete incoming functional testing) has been confirmed.  Upon investigation the monitor failed incoming functional testing.  The cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca board being shorted.  The root cause for the shorted igbts was unable to be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.